Manufacturer narrative:
The device (serial number (B)(4) was not returned for evaluation. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file¿s confirmed a full battery depletion of the patient¿s 14 v batteries and backup battery, resulting in a pump stop. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019 at 7:30:22 am the log file recorded a low battery advisory alarm to indicate that less than 15 minutes of battery power remained. This advisory escalated to a low power hazard alarm approximately 2 hours later (9:27:50 am) to indicate that less than 5 minutes of battery power remained. At 9:38:48 am a no external power alarm was captured, and the system was supported by the system controller¿s backup battery (ebb). At some time shortly after this event, the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of a charged 14 v battery, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2001 at 1:00:00 am. The remaining data captured the corrupted controller alarm and the date was not reset for the remaining duration of the log file. The end of the log file consisted of the driveline being disconnected, which is consistent with the report of shutdown of the lvas system. The account reported that during the patient¿s dialysis treatment in the clinic the patient suddenly felt nauseous, became unresponsive, and died. The patient was administered saline and epi, but the patient never regained consciousness. Ems reported that the patient¿s batteries were dead upon arrival, and once the patient was transported to the ed, the patient was pronounced dead on (B)(6) 2019 and the pump was turned off. Renal failure is listed as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The ¿powering the system¿ section of the IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was going through dialysis treatment prior to expiring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was going through treatment when he suddenly felt nauseated. The patient then laid back and became unresponsive and stopped breathing. When ems arrived on site they administered a liter of normal saline and epi. The patient never regained consciousness and was transported the ed, where the vad was turned off and the patient was pronounced dead. A log file review was requested. The manufacturer's technical representative reviewed the log file and observed pump stops, and then the power restored and the pump returned to operating at normal speed. The file ended with a driveline disconnect. No additional information was reported.